Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with a box of infusion sets and believed he ended up in the hospital as a result. Customer's blood glucose level was over 600 mg/dl. He had a headache, was urinating every half hour, and was drinking excessively. The customer treated his high blood glucose level with the insulin pump. The customer was hospitalized on (B)(6) 2016 with a high blood glucose level of 400 mg/dl. He had a diabetic ketoacidosis. The customer treated his blood glucose level with injections. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.